Manufacturer narrative:
A visual and microscopic examination of the returned product was completed, and the following features were observed: the guidewire returned with a fractured ribbon. The ribbon and core protruded from the coil for 12cm, starting at approximately 12cm from the distal tip. The coil was stretched out from this point to the distal tip. A large portion of the coil had been overstretched and tangled up in itself. The core remained intact. There was a kink at 28.5cm from the proximal end. There were two bends on the ribbon, at 1.4cm and 1.7cm from the proximal side of the fracture. The ribbon broke right at the weld. There is evidence of necking on both sides of the ribbon fracture point, which would suggest that this fracture was due to tensile overload. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damaged was noted on returned guidewire. As indicated in the IFU (instructions for use) precautions section: · exercise care in handling the of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" appears to have impacted on the event as reported. Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Event description: it was reported that: when canulating left inferior vein, they felt difficulties moving the guidewire and then they felt (also by a noise) that the guidewire had broken inside the catheter. Performance issue? Yes if yes, what was the issue? The guidewire broke during the procedure when was issue identified? During procedure: after ablation patient complication(s)? No manipulating the guidewire around left inferior pulmonary vein. Can you please provide photo/s if there is any: yes. How was the issue resolved? Removed the catheter from the patient and changed guidewire with a new one. As reported device codes: 1188: detachment of device or device component, 1274: difficult to advance as reported patient codes: 9398: no clinical signs, symptoms or conditions.

Event description:
Event description: it was reported that: when canulating left inferior vein, they felt difficulties moving the guidewire and then they felt (also by a noise) that the guidewire had broken inside the catheter. Performance issue? Yes if yes, what was the issue? The guidewire broke during the procedure when was issue identified? During procedure: after ablation patient complication(s)? No manipulating the guidewire around left inferior pulmonary vein. Can you please provide photo/s if there is any: yes how was the issue resolved? Removed the catheter from the patient and changed guidewire with a new one. As reported device codes: 1188: detachment of device or device component, 1274: difficult to advance as reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
The device is not available for return. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Review of the failure matrix analysis was carried out and this had indicated that the risk was included, and the current controls were sufficient. The current rating for the failure mode in question is within the expected levels for the complaint. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" appears to have impacted on the event as reported. As indicated in the IFU (instructions for use) precautions section: exercise care in handling the of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Manufacturer narrative:
The device has not yet returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product.

Event description:
Event description: it was reported that: when canulating left inferior vein, they felt difficulties moving the guidewire and then they felt (also by a noise) that the guidewire had broken inside the catheter. Performance issue? Yes if yes, what was the issue? The guidewire broke during the procedure when was issue identified? During procedure: after ablation patient complication(s)? No manipulating the guidewire around left inferior pulmonary vein. Can you please provide photo/s if there is any: yes how was the issue resolved? Removed the catheter from the patient and changed guidewire with a new one. As reported device codes: 1188: detachment of device or device component, 1274: difficult to advance as reported patient codes: 9398: no clinical signs, symptoms or conditions.